Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported the end haptic of an intraocular lens (iol) in a preloaded delivery system was stuck. Timing and patient impact are unknown. Additional information was requested.